Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 125 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 96 and 89mg/dl using the true metrix air meter. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. The product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(6).